Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the battery gauge was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified; however, the battery issue could not be identified due to the malfunction issue. Additionally, a different issue was identified.